Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that implant fractured at tooth location # 18 and was replaced with 6.0 x 10 placed. Site grafted (B)(6) 2017 prior to placement. No injury to patient other than implant being removed. No permanent impairment.

Manufacturer narrative:
One tapered screw-vent implant (tsvb10) and one unknown zimmer biomet screw were returned for investigation. Visual evaluation of the as returned products identified fragment of the screw in the implant drive feature and bone/blood residue around the external threads due to usage. Additionally, fracture was identified around the implant¿ s collar. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted on the per. The reported devices had been placed on tooth # 18 (universal) for approximately 3 years. X-ray/picture images were provided. Appropriate documentation was reviewed. DHR review for the lot (63773888) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63773888) for similar events (complaint category keywords: fracture: screw & fracture: implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed-screw fragment identified in the implant drive feature.

Event description:
No further event information available at the time of this report.